Event description:
Resident was being lifted from bed using the t.h.e. Medical ultra lift 2500x lift when the worn gear broke during the lift. This caused the lifting arm to collapse, resulting in the resident falling back into the bed. The resident suffered a bruised hand in the incident. This lift is rated for 650 pounds.